Event description:
The reporter stated: the tube was inserted in the operating room. There was difficulty in ventilating the pt. The tube was removed and found to be herniated. A second tube was inserted and the procedure was completed.

Manufacturer narrative:
The lot number is unk therefore, the date of MFR can not be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.